Event description:
The customer reported obtaining a normal thyroglobulin antibody (access thyroglobulin antibody ii) result for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to two (2) other methodologies. The customer analyzed the patient's sample on an alternate methodology (roche) and obtained a discordant, higher result above the assay's normal reference range. The customer also analyzed the patient's sample on a second methodology (siemens) and again obtained a discordant, higher result above the assay's normal reference range. The access thyroglobulin antibody ii result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Assay calibration was performing within published specifications. Qc (quality control) and system check data was not supplied by the customer. The customer did not supply information regarding sample collection such as tube type. The patient's sample was centrifuged for ten (10) minutes at 3,000 rpm (revolutions per minute) at room temperature. There was no report of sample integrity issues reported by the customer.

Manufacturer narrative:
The full name of the establishment is the (B)(6). Service was not dispatched. Calibration passed on april 3, 2015 with access thyroglobulin antibody ii reagent lot 431463 and calibrator lot 435844. There is no evidence of pre-analytical sample handling issue and no indication that the access thyroglobulin antibody ii reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.